Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 3. First xtw (lot: 40912r1009) chosen for implantation. During preparation, one of the grippers failed to lower. Troubleshooting was ineffective. The clip was replaced with xtw (lot: 40912r1005) and xtw (lot: 40722r1027) which both could not be implanted due to grasping difficulty and imaging issues. There were no patient consequences.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 3. First xtw (lot: 40912r1009) chosen for implantation. During preparation, one of the grippers failed to lower. Troubleshooting was ineffective. The clip was replaced with xtw (lot: 40912r1005) and xtw (lot: 40722r1027) which both could not be implanted due to grasping difficulty and imaging issues. There were no patient consequences.